Event description:
It was reported that an ilet user experienced two low glucose episodes and overtreating behavior. The agent advised treatment aligned to glucose level, and the user treated with juice and glucose tablets, indicating a usage issue rather than a device malfunction. Symptoms included hypoglycemia with a nadir of 65 mg/dl accompanied by irritability and shaking/ tremors. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, specifically overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.